Event description:
It was reported that the patient did not take their ipg out of MRI mode and the ipg lost communication with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that the device was able to be recovered during troubleshooting with a manufacturer representative resolving the issue.